Event description:
It was reported through medwatch: mw5185767 that the patient experienced external outflow graft obstruction (eogo) that was confirmed on computed tomography (CT) scan performed in 2025. Per the CT report, the outflow cannula had thrombus. There was a linear low attenuation structure with calcium in ascending portion of the outflow tract, indicating possible thrombus. There was a significant stenosis (>80%) of outflow cannula at bend relief likely related to biodebris. There was no encroachment and kinking.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.